Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. This was found through x ray imaging less than two months after implantation. The patient underwent surgical intervention to reposition the device. No additional adverse patient effects were reported. The lead remains in service.